Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion test during preventative maintenance and had a bad speaker which needs calibration. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed upstream occlusion test during preventative maintenance" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was ultrasonic sensor being out of specification. The ultrasonic sensor is required to be calibrated to address this issue. During functional testing, the reported problem "bad speaker which needs calibration" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was loose speaker. The rear case is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.